Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 2 years after the dental implant was placed in ada site 25 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the implant was lost when the healing abutment was removed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 2 years after the dental implant was placed in ada site 25 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the implant was lost when the healing abutment was removed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).